Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringe had markings that were either missing scale markings or had double scale markings. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Additional information: initial reporter name and address: (B)(6). Investigation summary: samples were received in the (B)(4) plant for evaluation. The syringes were missing scale markings or had double scale markings therefore failure mode is verified. Possible root cause is that there was a loose printing pad or printing pad was not applying enough pressure during the printing process. No corrective action is required at this time. This is the 1st complaint for print on this batch. 4 syringes were reported as defective out of (B)(4) defect rate. The acceptable quantity limit for this defect in manufacturing (B)(4). No internal quality issues were noted within the batch records. Investigation conclusion: possible root cause is that there was a loose printing pad or printing pad was not applying enough pressure during the printing process.